Manufacturer narrative:
This report is being submitted as follow up no 1 to provide an update and to provide the completed investigation results. H6 - results - 114 is based on evaluation of user facility information & the returned sample; 213 is based upon testing of the returned sample. H6 - conclusion - 4310 is based upon evaluation of user facility information & the returned sample; 67 is based upon testing of the returned sample. One 8 fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. No other accessory components were returned. Visual inspection revealed that the carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the sheath revealed that the anchor was still present within the sheath as can be seen in the attached pictures. No other visual anomalies were noted with the device. Functional testing was conducted, the deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The digital force was applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely the that the device was not placed in the full forward lock position or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor pulled back on angio-seal device to catch tension on the suture. The whole device came out with no suture. The patient was in fine condition. The procedure was completed successful. Additional information was received may 30, 2019: the procedure performed was a angioplasty. Manual compression achieved hemostasis. An angiogram was performed.